Event description:
Reference number (B)(4) event occurred in canada. It was reported that patient faced an insulin flow block alarm event issue on (B)(6) 2026. The patient went to hospitalized and experienced blood glucose level was high and treated with needles. No further information available.